Manufacturer narrative:
(B)(4). The actual complaint sample was not returned for analysis; however, the customer did return three unopened cs-15802-e kits from the same lot (71f17f2607). Visual examination of the representative samples did not reveal any defects or anomalies. The returned introducer needle hubs were not cracked or damaged. The three representative samples were flushed with water and functioned as expected. No leaks were observed. A device history record (DHR) review was performed on the introducer needle and ars and no relevant manufacturing issues were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during puncture of the vessel, the needle hub was broken.a second set was used successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports during puncture of the vessel, the needle hub was broken. A second set was used successfully.